Event description:
Additional information received identified that effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-14035. It was reported the patient was experiencing no pain relief from the scs system. Reportedly, the patient fell sometime in (B)(6) 2020 and broke her ribs on the right side. A diagnostic of the patient's scs system showed high impedance on the right side of the lead. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.